Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys / expiration date: 14-mar-2021 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Mfg date: 27-sep-2019, labeled for single use? Yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that thirty minutes post-implant of the leadless implantable pulse generator (ipg) the patient confirmed of right abdomen pain and shortness of breath. Pericardial effusion due to perforation was found. A pericardiocentesis was performed and the patient then went into cardiac arrest requiring cardiopulmonary resuscitation. The patient was sent to the intensive care unit (ICU) for monitoring and the leadless ipg remains in use. No further patient complications have been reported as a result of this event.